Event description:
Report received from the USA stating that during routine testing the motor device was found to be "leaking oil from the hose and it was unk where the exact leak was located." The device was not being used during surgery. There were no injuries or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The motor device was evaluated and the reported condition as confirmed. Evidence indicates this was due to normal wear over time. If additional info is received, a supplemental report will be sent. Ref: (B)(4).